Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have troubleshot the device and isolated the issue to the power supply. The customer reported to have replaced the power supply resolving the issue. Covidien was not authorized to repair the device.

Event description:
It was reported that, on start up the displays on a 980 ventilator remained blank and the device would not turn on. The ventilator was not in use on a patient at the time the event occurred. Covidien

Manufacturer narrative:
Device evaluation summary: the power supply returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The power supply was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed to power-up on alternating current (ac) power (ac led not illuminating). The power supply was returned to the vendor, xp power, for further analysis. The findings from the vendor isolated the fault to the c26 tantalum on the daughter board. If information is provided in the future, a supplemental report will be issued.